Manufacturer narrative:
This report is being supplemented to provide results of device evaluation and microbial testing. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. During device evaluation at olympus, it was found there was white foreign material in the jet tube and air/water cylinder and tube. Also, evaluation found switch #1 was cut, the bending angle in the down direction did not meet the standard value, the scope cover was cracked, the adhesive around the objective lens was chipped, the adhesive around the light guide and objective lenses were worn, the bending section cover adhesive was worn and discolored, and the universal cord was buckled. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of the legal manufacturer's final investigation. The device was evaluated and no abnormalities were identified that could have led to the positive culture. A review of the device history record found no deviations that could have contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing, however, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Additionally, the foreign material observed in the air/water cylinder, air/water tube and the auxiliary channel appeared to be white and possibly simethicone but otherwise could not be identified. A definitive root cause of the issues could not be determined, as there was no deformation that might result in the retention of foreign material and the facility device reprocessing appeared to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the colonovideoscope tested positive for an unexpected contamination. Significant flora was cultured. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.